Manufacturer narrative:
(B)(4). Date sent: 9/29/2020, batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the endopath ets flex 45 did not cut or deliver any staples. The device was jammed closed and couldn¿t be opened. The trocar had to be removed to remove the device and they then opened a new device and that device worked well. The device jaws never opened. There was no patient consequence.